Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had broken rail. Half height drawer rail was not working and it's came out. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails on the half height drawer 5.2 was broken. A field service engineer (fse) replaced the drawer, moved all the pockets to new drawer and rebooted it to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.